Event description:
It was reported the cot would not unlock from the cot fastener while transporting a patient. No delay of treatment or adverse consequence was reported.

Manufacturer narrative:
The cot was examined by a service technician after the reported event, and the cot was found to be operating according to specifications.